Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An administrator reported that following an intraocular lens (iol) implant procedure, the patient vision was not clear, saw a pit in central vision. The iol was exchanged in a secondary procedure. Additional information was requested.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and reported that a [13.0 d] lens was exchanged for a other model lens [13.0 d] lens due to vision was not clear, saw a pit in central vision, uncomfortable distance vision and near vision, film and its dirty and floaters. This does not meet criteria for reporting based on applicable medical device regulations.